Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
A pre-deployment angiogram revealed a calcified left common femoral artery with a high puncture. A 6f angio-seal vip device was deployed without difficulty. The following day the patient developed claudication with leg pain, numbness and coldness requiring surgical removal of the angio-seal. At surgery the anchor was found to have partially occluded the flow as it was deployed at a 60 degree angle and was imbedded in the calcific intima of the vessel. The patient is currently in ICU due to complications associated with renal failure. The physician alleges that the event was not caused by the device.